Event description:
It was reported that during an unknown procedure, when the surgeon exchanged the instrument, it had frequently found gas leakage in the trocar entry. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.